Event description:
Per information from user facility contact. It was reported that during a laparoscopic chole case, the l-hook tip burned through the plastic sheath. The bovie was turned on to 80, and when the surgeon was cauterizing the liver after the gallbladder was removed, the l-tip was visually arcing. At the end of the procedure the or staff noted the plastic sheath was melted in the area of the arcing. Contact reported the bovie is not usually set at 80 during these cases. No injury occurred to the user or patient.

Manufacturer narrative:
The subject product has been returned and is currently being evaluated. There was blood found inside the qd base and some unidentifiable material attached to the tip. The sheath was found to be melted in the area as reported. A follow up report will be submitted when the evaluation is completed.